Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/ expulsion/ migration/essure device appreared to,protruding through the uterine myometrium') and embedded device ('migration of essure device location of device: right coil was in uterine wall/removed piece of uterus with imbedded coil') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, pelvic pain female, perineal pain, dysmenorrhea and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("chronic dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic pain/right side pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches") and abdominal distension ("gastrointestinal or digestive system condition type: abdominal bloating and swelling") and was found to have weight increased ("weight gain"). The patient was treated with surgery (procedure: bilateral salpingectomy,removed part of uterus from essure migration). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device and heavy menstrual bleeding outcome was unknown and the dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, fatigue, tooth disorder, headache, weight increased and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, heavy menstrual bleeding, pelvic pain, tooth disorder, uterine perforation and weight increased to be related to essure. The reporter commented: she received treatments for events , chronic, dysmenorrhea (cramping), dyspareunia, (painful sexual intercourse),pelvic pain, abdominal pain, back pain. Discrepancy in essure insertion date - previously reported as 2005 in summons and (B)(6) 2011 in current pfs. Discrepancy noted in date of removal: (B)(6) 2018-as reported in mr diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) conducted showed bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: medical history and reporter information was added. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/ expulsion/ migration/essure device appreared to,protruding through the uterine myometrium') and embedded device ('migration of essure device location of device: right coil was in uterine wall/removed piece of uterus with imbedded coil') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, pelvic pain female, perineal pain, dysmenorrhea and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("chronic dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic pain/right side pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches") and abdominal distension ("gastrointestinal or digestive system condition type: abdominal bloating and swelling") and was found to have weight increased ("weight gain"). The patient was treated with surgery (procedure: bilateral salpingectomy,removed part of uterus from essure migration). Essure was removed on 12-jul-2018. At the time of the report, the uterine perforation, embedded device and heavy menstrual bleeding outcome was unknown and the dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, fatigue, tooth disorder, headache, weight increased and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, heavy menstrual bleeding, pelvic pain, tooth disorder, uterine perforation and weight increased to be related to essure. The reporter commented: she received treatments for events , chronic, dysmenorrhea (cramping), dyspareunia, (painful sexual intercourse),pelvic pain, abdominal pain, back pain. Discrepancy in essure insertion date - previously reported as 2005 in summons and (B)(6) 2011 in current pfs. Discrepancy noted in date of removal: (B)(6) 2018-as reported in mr diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/ expulsion/ migration') and embedded device ('migration of essure device location of device: right coil was in uterine wall/removed piece of uterus with imbedded coil') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("chronic dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic pain/right side pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches") and abdominal distension ("gastrointestinal or digestive system condition type: abdominal bloating and swelling") and was found to have weight increased ("weight gain"). The patient was treated with surgery (procedure: bilateral salpingectomy,removed part of uterus from essure migration). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device and menorrhagia outcome was unknown and the dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, fatigue, tooth disorder, headache, weight increased and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, pelvic pain, tooth disorder, uterine perforation and weight increased to be related to essure. The reporter commented: she received treatments for events , chronic, dysmenorrhea (cramping), dyspareunia, (painful sexual intercourse),pelvic pain, abdominal pain, back pain. Discrepancy in essure insertion date - previously reported as 2005 in summons and (B)(6)2011 in current pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs and mr received. Reporters information updated. Event:/migration of essure device location of device: right coil was in uterine wall were added, event:gastrointestinal or digestive system condition type: abdominal bloating and swelling were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/ expulsion/ migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("chronic dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), tooth disorder ("dental problems") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and menorrhagia outcome was unknown and the dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, fatigue, tooth disorder, headache and weight increased had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, tooth disorder, uterine perforation and weight increased to be related to essure. The reporter commented: she received treatments for events , chronic, dysmenorrhea (cramping), dyspareunia, (painful sexual intercourse),pelvic pain, abdominal pain, back pain. Discrepancy in essure insertion date - previously reported as 2005 in summons and (B)(6) 2011 in current pfs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received : injury event was updated to perforation: uterus/ expulsion/ migration, chronic. New events added - dysmenorrhea (cramping), dyspareunia, (painful sexual intercourse),pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), fatigue, dental problems, headaches, weight gain. Reporters details updated and patient demographics and laboratory data were added. Essure indication, insertion date, explant date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.